Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support at (B)(6).

Event description:
It was reported that the pump was no longer functional after exposure to water.